Event description:
It was reported that during a system explant procedure on (B)(6) 2024 (reported in manufacturer report number: 1627487-2024-07586), some lead fragments were left implanted in as they were scarred in place in the patient.

Manufacturer narrative:
The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8546321. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8549483. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8549483. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.